Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to suspected lead dislodgement or possible damage. This lead is expected to be revised at a future date, however currently remains in service. This patient was subsequently hospitalized for close monitoring. No additional adverse patient effects were reported.